Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient programmer was unable to power up. The patient reported they had taken out their batteries so the programmer would not get corroded and when they put the batteries back in, the programmer was not powering on. The patient reported their programmer was not working because the programmer was not powering on. The patient mentioned that they were told by their health care physician (hcp) to leave their stimulation on "14" and confirmed that leaving the stimulation on "14" was normal for them. The patient did not have their programmer with them to troubleshoot but they were going to call back the next day for assistance. The patient noted they had their ins for almost 2 years. On january 9th additional information was received from the consumer: the patient was receiving uncomfortable stimulation, the patient initially stated that the device was set on 14 v where it shocks them, and the patient was not able to use their programmer to lower it to a comfortable level. Patient services reviewed the difference between feeling strong stimulation and a shocking sensation and the patient clarified that his therapy was just set too strong for about 2 weeks. Patient services reviewed that the device only goes up to 8.5 v and patient clarified it was set at 1.4 v. The patient¿s programmer did not have batteries in it when they called, but they retrieved batteries and were able to sync with the ins and lower stimulation to a comfortable level. The patient stated there must have been corrosion or something, but they changed the batteries and programmer was working now. No further complications were reported or are anticipated.